Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown during therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the reported issue. The stm confirmed the reported issue and the unit does not power on. To resolve the issue, the stm replaced solenoid driver board to solved the issue. The stm reported that was able to power on the unit after replacement and the iabp passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown during therapy. There was no harm or injury to the patient and no adverse event was reported.